Manufacturer narrative:
(B)(4). D2, d4, and g4: attempts have been made to gather all product identification information and no further information has been provided. H6: component code: mechanical (g04), drill. Visual examination of the provided pictures identified reamer was broken. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reamer broke. Another reamer was used for the case. Attempts have been made and no further information has been provided.